Event description:
A site reported to rxsight that a patient's light adjustable lens (lal) was explanted due to diplopia and dissatisfaction with vision and a new lal (sn (B)(6), +16.5d) implanted as a replacement.

Manufacturer narrative:
Manufacturer reference #: (B)(4).